Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead fractured during implant of a new implantable pulse generator (ipg). The ra lead was capped and a pin plug was put in the port. No patient complications have been reported as a result of this event.